Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and since the phenomenon is not reproduced at the repair department, there was no malfunction in the device concerned and that the light appeared abnormal due to the cable not connecting to the light source correctly.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed or duplicated. The returned device was tested with all olympus test scopes, including the series 180 scope and the device passed all functional tests. The main lamp was verified within specification and the high intensity mode was verified to function as intended. It was noted that the subject device was set to "manual" when the unit was first powered on. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the light produced was extremely bright, making it hard to see the image. Additionally, it was reported that the light was bright when using olympus series 180 gastroscopes and then dark when using an olympus series 190 scope. There was no patient injury, associated with the problem, reported to olympus.